Event description:
It was reported the device was explanted and replaced due to noise on the atrial channel. No patient complications were reported as a result of this event. Additional information received reported the physician noted the header/can interface was a bit loose.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies found.